Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient not being connected when therapy was initiated, and the patient improperly disconnecting/reconnecting prior to the alarm were reported, which are known causes of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. The guide also provides step-by-step instructions for properly disconnecting during emergencies. It provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient had a system error (se) 2240 (air in line/set) on the homechoice (hc) device during an unspecified step of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting it was found that the patient was not connected when therapy was initiated. Additionally, it was discovered that the patient had improperly disconnected from, and reconnected to, the setup prior to the alarm to use the restroom. The patient was advised to perform a manual drain and there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.